Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacturer representative (rep). The patient was implanted with a neurostimulator for unknown indications. It was reported that the patient started having a ¿difficult time charging¿ about two months prior to the report. The following day, it was reported that the implantable neurostimulator (ins) battery was overdischarged. The recharger was not establishing a good connection; she would only get one out of eight connection bars for four hours or more and then gives up, so it was taking a long time to recharge. The rep performed a trickle charge and the issue was not resolved at the time of this report. Additional information was reported that the patient's overdischarge/recharging issues have not been resolved at this time. They had tried to trickle charge in the clinic for four plus hours with no luck. The patient is being put in for a battery replacement per her decision. No further information was reported.

Event description:
Additional information was received from the rep who reported the device was discarded prior to rep entering the or. There were no known issues with the old ins.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the patient¿s ins would be replaced on (B)(6) 2020. The current ins was overdischarged. The rep indicated that the ins would be returned for analysis. No further complications were reported.